Event description:
On (B)(6) 2025, it was reported that on (B)(6) 2025, a beta bionics ilet user experienced recurrent hyperglycemic episodes with peak blood glucose values of 400 mg/dl. The user managed the episodes with multiple daily injections while still connected to the device. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.